Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that her blood glucose and sensor glucose were 100 points off. Customer's sensor glucose was 40 mg/dl and blood glucose was 145 mg/dl. Threshold suspend was triggered. After troubleshooting, customer was advised that the sensors will be replaced. Customer agreed to return the sensors for analysis.

Manufacturer narrative:
A complete analysis and testing of one opened and used enlite sensor performed the continuity resistance test and the sensor passed per specifications however, performed the bicarbonate buffer test and the sensor failed with high readings.